Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when the catheter was pulled back into the sheath. After the removal of the sheath the array had been "pulled loose" from its connection. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012539498 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection tests were performed; no anomalies were discovered. Functional testing was performed; no anomalies were discovered. The test catheter was inserted into the sheath and retracted several times, without any friction. Leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.26367 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was -0.00166 psig and in an acceptable range. In conclusion, the sheath did not pass the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.